Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than would have been previously estimated. Analysis concluded that at the time of the patient's death, this device exhibited a battery capacity supporting full functionality and was deemed non-contributory to the clinical outcome.

Event description:
Boston scientific received information that the patient with this device passed away. A post-mortem interrogation illustrated a battery times tamp unexpected based on the patient's previous follow-up. The explanted unit was returned for a longevity analysis. There was no evidence nor allegation, this anomaly was a cause or contributor in the patient's death and it was further reported, that the interrogation of the device was several days post-mortem.